Event description:
Using medtronic nims endotracheal tube placed with videoscope, ventilated well for several minutes then high peak pressures/no ventilation, assessment and treatment of patient, ventilation only improved when tube replaced with standard endotracheal tube.